Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on (B)(6) 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Actions taken the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the unit was changing surgery modes on its own before a procedure. There was no patient involvement. Additional information has been requested.